Manufacturer narrative:
Correction: (d) lot # is unknown. Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. There are proper controls in place to detect product malfunctions.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the connecta plus3 red had a loose component. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, when the patient was receiving tirofiban intravenously via pump, leakage occurred when tightening the infusion set. It was discovered that the threads did not fit properly and could not be tightened. The set was immediately replaced and the infusion was restarted.